Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an interrogation in-clinic, an episode of over-sensed noise was observed. Boston scientific technical services was contacted and confirmed the event could be the result of poor telemetry. It was stated the patient was due to be seen in-clinic the next day, but no further information was provided. Recently, the device was explanted and replaced due to normal battery depletion and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
This report is being sent to correct b1. B2, b5, h1, and h6.

Event description:
It was reported that during an interrogation in-clinic, an episode of over-sensed noise was observed. Boston scientific technical services was contacted and confirmed the event could be the result of poor telemetry. It was stated the patient was due to be seen in-clinic the next day, but no further information was provided. Recently, the device was explanted and replaced due to normal battery depletion and no additional adverse patient effects were reported. The device was received and is currently pending analysis completion.

Event description:
It was reported that during an interrogation in-clinic, an episode of over-sensed noise was observed. Boston scientific technical services was contacted and confirmed the event could be the result of poor telemetry. It was stated the patient was due to be seen in-clinic the next day, but no further information was provided. Recently, the device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.